Event description:
Two cordis cypher sirolimus-eluting coronary stents were inserted in the right coronary artery to open an estimated 90% blockage. Within two weeks of the intervention, chest pains returned. Nuclear treadmill results obtained five mos later, indicated chance of further/continued rca blockage and catheterization was performed the following month. Results indicated fracture of both stents, which had been inserted end-to-end, and approximate 80% blockage. Another stent was inserted inside the other two initial stents to correct the problem. As of this date, a level of pain requiring use of nitroglycerin has returned.